Event description:
Terumo medical corporation received the reported information. The patient was treated for active bleeding in the kidney and left circumflex artery following a partial nephrectomy. Selective embolization of the bleeding was performed via the right common femoral artery. At the end of the procedure, arterial closure was performed using an angio-seal vip 6f device, with no signs of immediate complications during placement of the closure system. Upon awakening, the patient presented with clinical signs of ischemia of the right lower limb (rutherford 1, cold foot). An angiography confirmed occlusion at the puncture site, related to the closure device. The patient was immediately taken to vascular surgery. Exploration revealed a tilted intimal plaque, causing downstream occlusion. Reconstruction of the right common femoral artery was performed, with removal of the device anchor, endarterectomy of the intimal plaque, and patch closure. This complication required urgent reoperation and arterial reconstruction, resulting in prolonged postoperative care. However, the outcome was favorable, with no functional sequelae in the lower limb. It appeared that the device was not retained. Additional information was received on 06nov2025: no pre-deployment angiogram was performed. The arterial puncture was performed under ultrasound just upstream of the femoral bifurcation. Timeline for initial symptoms of clinical signs of ischemia of the right lower limb was about two hours after deployment. Blood loss was less than 250cc. The patient was in stable condition. No concomitant medical products were used with the angio-seal the patient was under general anesthesia. No disease or dissection present in the access site artery. Distal pulses were absent.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. It is possible that the tilted intimal plaque caused occlusion postoperatively, however the device was not retained and the root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).